Event description:
This report is based on information provided by philips technical support team and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that when the customer replaced the battery with a new one, a power failure message appeared. There was reportedly no patient involvement. Remote support from the technical support team was received, during which the log files were investigated and it was determined a noninvasive blood pressure (nbp) calibration was required. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was the nbp needing calibrated. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Philips technical support team advised the dealer representative to do a nbp calibration in order to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.